Manufacturer narrative:
(B)(6).

Event description:
A report has been received from a hemodialysis user facility who reported the following incident: rn reported that she went to unclamp the normal saline line next to the arterial portion of the combiset and the entire saline line separated from the arterial portion of the combiset. Blood came out of the exposed port. Treatment had to be discontinued. Line kept in the facility for return. The facility was contacted for further information about this event. Additionally, it has been learned that this event occurred 3 1/2 hrs into the treatment. The estimated blood loss was reportedly 150 ml with a verbal report by the reporting facility that most of the blood was able to be returned to the patient. Once the event occurred, the treatment was discontinued. The patient was discharged to home.